Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified in d2 and g5. H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation; therefore, the investigation is inconclusive for the alleged positioning problem. Per the reported event, the filter was mistakenly deployed inside the sheath when removed the sheath temporarily. Per the instruction for use,"do not deploy the filter prior to proper positioning in the ivc, as the denali vena cava filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Never re-deploy a removed filter." Removing the sheath temporarily during advancement could have contributed to the positioning issue. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: -do not deploy the filter prior to proper positioning in the ivc, as the denali vena cava filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly had positioning problem by failing to advance and mistakenly getting deployed inside the sheath. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly had positioning problem by failing to advance and mistakenly getting deployed inside the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified in d2 and g5. H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation; therefore, the investigation is inconclusive for the alleged positioning problem. Per the reported event, the filter was mistakenly deployed inside the sheath when removed the sheath temporarily. Per the instruction for use,"do not deploy the filter prior to proper positioning in the ivc, as the denali vena cava filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Never re-deploy a removed filter." Removing the sheath temporarily during advancement could have contributed to the positioning issue. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: do not deploy the filter prior to proper positioning in the ivc, as the denali vena cava filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly failed to advance. It was further reported that the filter was mistakenly deployed inside the sheath. The procedure was completed using another device. There was no reported patient injury.